Event description:
Reported as "perforated the band while repositioning." Follow up findings: event further clarified as band slippage. Perforation of band occurred while repositioning band due to band slippage.